Manufacturer narrative:
The field service engineer (fse) inspected the module and performed mechanical checks to ensure the module's proper functions. The results were successful. The customer performed qc and a precision test with successful results.

Event description:
The initial reporter received questionable elecsys troponin t stat assay (troponin t stat) results from three samples from the same patient tested on the customer's cobas 6000 e 601 module with serial number (B)(4) (module a), the customer's alternate e 601 with serial number 28a0-16 (module b) and another laboratory's e 601 with serial number (B)(4) (module c). An aliquot initial sample collected at 1:38 am was received by the reporter from another laboratory. The initial result of this aliquot initial sample at 5:00 am from module a was 22.17 ng/l. This result was reported outside of the laboratory. A second sample from the patient collected at 2:57 am was received by the other laboratory. The result of the second sample from module c was <6 ng/l. The doctor informed the other laboratory that there was a drastic difference between the results and requested a rerun. The aliquot initial sample retained in the other laboratory was then rerun. The repeat result of this aliquot initial sample from module c was <6 ng/l with a data flag. The reporter reran the aliquot initial sample they received in module a and module b. The first repeat result of this aliquot initial sample at 8:00 am from module a was 13.56 ng/l. The second repeat result of this aliquot initial sample at 8:00 am from module b was 9.17 ng/l. A third sample was collected from the patient at 4:50 am. The result of the third sample was 7 ng/l. No result was deemed correct.  The reagent lot number used at the customer's alternate e 601 (module b) and the other laboratory's e 601 (module c) and their expiration dates were requested but not provided.

Manufacturer narrative:
For the customer's module a: the calibration performed on (B)(6) 2022 was within specifications. The customer's qc recovery had results outside the - 2 sd (standard deviation) range. The alarm trace did not indicate any issues. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.